Event description:
The customer states that an axsym bhcg result of 85.30 miu/ml was questioned by a physician because it did not fit the clinicla picture of the pt. The same sample was retested on axsym yielding a bhcg result of 19, 790 miu/ml. An amended report was issued. No impact to pt management was reported.